Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 9 7754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Analysis of the ins, serial # (B)(4), found there was good stable output could be observed, however, there was randomly no output when the ins was turned on with an 8840 programmer. When this occurred and the ins output was then turned off, it would cause a "voltage too high" por. The por would sometimes occur when testing electrode impedance. Destructive analysis found two copper trace anomaly locations on the substrate of the stacked chip scale package (scsp). The copper trace anomalies were observed between the exposed traces of electrode eight (e8) and read-not-write (xrdn), and independently on the test clock bypass (xtcb) trace. Mud cracking residue was also observed on the substrate of the stacked chip scale package (scsp).

Event description:
It was reported, there was a power on reset (por) condition. It was reported, the error code associated with the por was 0x10. It was noted that until the weekend prior to report, the patient had successfully been using their implantable neurostimulator (ins). It was noted that on 2014 (B)(6) the patient charged until the device was full, used it for a period of time and then shut their stimulation off that night. It was noted the following morning, the patient attempted to turn the stimulation on and that is when the por message was displayed. It was noted that the patient met with the manufacturer representative on the day of report. It was reported, the por error code was interrogated and the battery voltage was at 3.945v. It was further reported, the patient was not feeling stimulation at normal levels. It was noted, the manufacturer representative switched to the patient programmer and the screen displayed ¿device not supported¿. It was further reported when the manufacturer representative switched back to the clinician programmer the screen displayed ¿invalid s/n¿ screen and then got stuck on the initializing screen. It was reported the manufacturer representative attempted one short physician mode reset (pmr) with no success. Additional information received reported the patient is scheduled for removal of their device and replacement of a new one on 2014 (B)(6). It was noted the device will be returned to the manufacturer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the patient's device was explanted on (B)(6) 2014 not (B)(6) 2014 as previously reported. It was reported the explant was due to a loss of stimulation and a power on reset (por) message being displayed 16 days after implant. It was noted the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.